Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) came out with the device after it was withdrawn. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button, and the deployment button was fully depressed and flushed against the handle. The indicator wire was not visible upon device removal. The exoseal vcd was used in a diagnostic procedure with a retrograde approach, and the patient¿s bmi was not greater than 40. A non-cordis sheath was used. The user was trained on the device, and there were no visible signs of device or package damage prior to use. Femoral artery suitability and an insertion angle of 30¿45 degrees were verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) came out with the device after it was withdrawn. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button, and the deployment button was fully depressed and flushed against the handle. The indicator wire was not visible upon device removal. The exoseal vcd was used in a diagnostic procedure with a retrograde approach, and the patient¿s bmi was not greater than 40. A non-cordis sheath was used. The user was trained on the device, and there were no visible signs of device or package damage prior to use. Femoral artery suitability and an insertion angle of 30¿45 degrees were verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was made; however, it could not be completed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.